Event description:
Customer's mother initially called to report no delivery alarms. Pump passed troubleshooting tests. Mother then reported that customer had been hospitalized for high blood glucose levels the night before. Customer was taken to the hospital after changing the infusion set twice without any positive results. During call, it was advised to change entire infusion set and try a new bottle of insulin.